Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
On (B)(6) 2014 , information was received from a consumer regarding a patient who was receiving dilaudid, concentration and dose not provided, via an implantable pump for non-malignant pain, other chronic/intract pain (trunk/limbs) and spinal pain. Patient medical history and concomitant medications were not specified. It was reported that the patient had issues that may be important to medco. The patient experienced urinary retention and constipation and felt these were directly related to the pump. Reportedly, the patient was told by a few physicians that urinary retention and bowel symptoms were tied directly to the pump. The patient was told her pump had to be implanted pretty deep and that they did that because the health care provider's (hcp) patients typically lose weight after having the pump implanted. That however hadn't happened for the patient. She had gained weight due to her implants rather than losing weight. She had returned to the gym and was unsure if this placed pressure on the pump. In addition, the patient has multiple sclerosis (ms), was in constant pain and no one was able to tell her why she is having all the pain, more pain than usual. The patient reported to be in a full ms flair as her whole right side of her body was missing the use of her hands, arms, legs, torso, nothing and the pump was not addressing the pain. The patient noted she was on a lot of treatments. It was unclear if the pain could be the disease or the treatment; a chemotherapy type treatment (typysabri treatments). The patient reportedly had questions she needed to have answered and needed to find someone who would help her. The patient was being treated every four weeks and was now having the treatments every six to eight weeks. The patient was noted to be taking a large amount of pain medication. The patient stated she was not told how difficult it would be as she was not told that the medication would have to be titrated up before she would be in a comfortable place despite doing what she was supposed to do and having gone to all her appointments. Before the pump was implanted, the patient was told by a health care provider that she would never be off oral medication. The patient was dissatisfied with the care she has received and was searching for a new managing physician. The device system delivered dilaudid. Additional information has been requested regarding drug information, medical history, concomitant medications, patient's symptoms, what troubleshooting or other actions occurred and how the patient is now doing, but was not available as of the date of this report.